Manufacturer narrative:
Facility complained of skytron armboards 'falling off' surgical tables due to loose screws on the ends of the level rods. We asked for a history of their complaints, but the facility was unable to provide the information. Skytron's local sales representative spoke with the facility and based on her telephone and e-mail correspondence with the facility, she deducted that the amount of use and the age of the armboards are the cause of the potential deterioration. The facilities biomed department does their own preventative maintenance on their skytron equipment making it their responsibility to check for loose screws and normal wear and tear on the armboards.

Event description:
Armboards on a surgical table came loose.